Manufacturer narrative:
D4 catalog log number and d4 serial number were updated, corrected accordingly.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Placement signal issue: based on the signatures noted in data log review, the cause of the rapid downward trend in the ps at the end of the case was most likely optical sensor wear. There is potential that this failure is related to the general downward trend in the ps throughout the case which triggered ps low alarms, however, it cannot be definitively confirmed. D6b explant date updated.

Manufacturer narrative:
B5 updated with patient outcome.

Event description:
The patient outcome reported post explant was survived.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via right surgical axillary/subclavian artery for mechanical circulatory support. Placement signal on the automated impella controller was not correlating with the patient¿s true pressures on the a-line. ¿placement signal low¿ alarm was persistently sounding due to aorta diastolic less than 30. The patient¿s hemodynamics were stable, despite alarm. Echocardiogram obtained confirmed optimal placement. The placement signal low audio was disabled. No patient harm was noted.

Manufacturer narrative:
Section d4 primary UDI number has been updated.

Manufacturer narrative:
B5 updated with additional information.

Event description:
Received a call from bedside nurse saying the automated impella controller (aic) was alarming ¿placement signal unreliable¿ with the loss of both lv and ao waveforms. Upon arrival to unit, the situation was described accurately, motor current is still pulsatile and pump is on p4. Flows have slightly decreased, but remain 3l, still providing adequate support. Patient¿s hemodynamics remain stable, and he is supported on veno-arterial extracorporeal membrane oxygenation. Patient has heparin purge, is on systemic heparin as well, and has been therapeutic. Plasma free hemoglobin is stable at less than 30. Of note, the placement signal has been trending down slowly over the last couple of weeks, with ongoing ¿placement signal low¿ alarms and placement signal has not correlated with patient¿s arterial line. .

Manufacturer narrative:
Additional information was received and information provides the patient's outcome with subsequent treatment. The impella pump placed for support was explanted. The patient was reported to have survived at the time of explant and was subsequently bridged to transplant. Further information was received and confirmed the patient's weight as initially reported and repopulated to a4. Correction was made to include related report number. This is one of three device reports associated with the event. Refer to h10 for the related report number(s),